Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. Nothing unusual was noted during troubleshooting for the alarm. The technical service representative (tsr) initiated a swap of the device. The hp planned on performing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review identified the reported high drain alarm. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specification limitations. A short simulated therapy was performed successfully. Evaluation of the device did not identify any malfunction of the device associated with the reported high drain alarm. The cause of the issue was determined to be a use error. The alarm logs indicated that an inappropriate bypass of a low drain volume alarm. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.